Event description:
It was reported that pump issued repeated cartridge alarms, including cartridge alarm 30, and customer saw blood glucose display indicate ¿high¿ with exact value unknown. Customer delivered correction bolus with pump, did not require third-party assistance, and planned to contact healthcare provider regarding backup insulin therapy, while technical support arranged replacement pump with updated software, confirmed shipping details and warranty, provided instructions for storage mode and pump return within specified timeframe, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.